Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection, or confirm or determine the root cause for the reported leak. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone17.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s father that after removing the pod following two days of wear on the leg, swelling and redness were observed at the infusion site. The father further reported a suspected insulin crystallization that prevented absorption and resulted in persistent hyperglycemia. According to the father, the patient¿s blood glucose remained high for several hours and was not coming down prior to pod removal. No specific blood glucose values were provided. The father reported that an unspecified alarm appeared instructing them to replace the pod prior to its removal. Upon removal, insulin or clear fluid leakage was noted. It was additionally reported that infusion sites are typically prepared using lidocaine and an alcohol wipe, and pods are removed using an adhesive remover. Within two days after pod removal, the infusion site became increasingly inflamed and swollen, red, and warm to the touch, eventually progressing to a severe infection. The patient began feeling unwell and was taken to the emergency room on (B)(6) 2026, where they were diagnosed with an infection and treated with topical antibiotics. The patient was not admitted, and the infusion site is now reported to be healing. The patient successfully resumed treatment with pod placement on the abdomen following the event. The brand of insulin in use was not specified.